Event description:
A malfunction was reported by the customer with a code labeled as malf 0, and assistance was provided to reset the pump. There was no adverse impact to the customer¿s blood glucose level, remaining within normal range. The customer was advised on how to reset the pump and instructed to continue usage, with guidance to contact support again if the malfunction code recurs.